Manufacturer narrative:
The device was not available for evaluation. Received one (1) picture of plum 150 ml burette set. There was not sufficient evidence observed in the provided photo to show that the set was unable to infuse. The complaint of cannot infuse cannot be confirmed without the return of the used set. Lot history review was conducted and no nonconformities were identified that may have contributed to the reported complaint.

Event description:
The event involved a plum 150 ml burette set, clave injection site, 2 clave y-sites, sl, 114in where the customer reported that the device cannot infuse due to a suspected blockage in the drip chamber or abnormality in the tubing. There was patient involvement; harm was not reported as a consequence of this event. No further information is available for this complaint.